Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular lead exhibited poor sensing and high capture thresholds. The lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.